Event description:
It was reported that during the subcutaneous implantable cardioverter defibrillator (s-ICD) explant procedure, this electrode exhibited high shock impedances out of range, with the old and the new device. Technical services (ts) recommended to perform a defibrillation threshold (dft) to best evaluate the measurements and ability to convert the patient. That is part of implant procedure. This electrode remains in service. No adverse patient effects were reported.